Event description:
It was reported that during a stenting treatment procedure, stent damaged occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified mid right coronary artery (rca). The physician attempted to advance a 2.75 x 32mm liberte bare mr stent delivery system (sds) to the target lesion; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the distal edge of the stent was lifted. The procedure was successfully completed with another of the same device without a significant delay of the procedure. No complications were reported. The patient's current condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).